Event description:
It was reported that device diagnostics resulted in high impedance. The device was programmed off the following day by a manufacturer representative. The patient was referred for surgical consult. The physician indicated that the patient may manipulate the device during the night whenever device stimulation occurs. The surgeon indicated that x-rays may be performed to obtain a better idea of what the situation is. The patient was scheduled for surgery. Surgery is likely, but has not yet occurred. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.